Manufacturer narrative:
(B)(4). UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited high capture thresholds. Chest x-ray revealed the lead was dislodged. The lead was explanted and replaced successfully on (B)(6) 2016. The patient was stable post procedure.